Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed opening sharp assessed as an unidentified (tear) opening (shell thickness was within specification) and broken sharp in the plug strap assessed as an unidentified (tear) opening. ¿ anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. Additional observations: ¿ crease flat observed in the surface.

Event description:
Healthcare professional reported right side exchange from textured to smooth implants due to the patient¿s concern of the product. Later healthcare professional reported right side deflation. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side exchange from textured to smooth implants due to the patient¿s concern of the product. Later healthcare professional reported right side deflation. Device has been explanted and replaced.